Event description:
It was reported that the pt came to the clinic for a pump refill and had experienced increased tightness. The expected reservoir volume was 2.1 ml; the actual reservoir volume was 16 ml. Xrays revealed no catheter kink. A rotor study was performed three days later and a rotor stall was verified under fluoroscopy. The pump was used to deliver baclofen. The pt's symptoms were managed with oral baclofen in the interim without any adverse effects. The pump was explanted and replaced five months later. The pump was programmed to infuse 50 mcg/ml; previously was programmed to deliver 126 mcg/day.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed. The serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated aug 2007).